Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, after booting up the unit, the touch panel did not work. The silent/reset button and the clear button worked automatically. The device was not in use on a patient when this event occurred.